Event description:
New information received notes that there was not high pacing threshold issue. Pacing threshold could not be obtained because the patient was in atrial fibrillation. The device was explanted due to normal elective replacement indicator(eri). The patient was stable throughout the procedure.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that high pacing threshold was observed. The device was explanted and replaced.

Manufacturer narrative:
Analysis was normal. No anomalies were found.